Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. Blood found to be leaking around arterial cap during patient's treatment. Patient on machine for greater than one hour. The leak was visually observed. Estimated blood loss was 300cc's. There were no patient ill effects. Sample is available.